Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during the case, the surgeon used a structural balloon for access and didn't inflate correctly. After four pumps, possibly pierced via pediports. Pt was thin and had a lot of muscle structure.

Manufacturer narrative:
(B) (4).